Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to the external stress on the distal end and/or chemical stress by a chemical solution. If significant additional information is received, this report will be supplemented.

Event description:
During the inspection of the device, olympus repair center found that there was a tiny deterioration of gluing around ccd lenses. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
The device was evaluated at olympus repair center. According to the evaluation, the following was found. The bending section rubber gluing deterioration. There was air leakage on the bending section rubber. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.